Event description:
A us distributor reported that a battery charger was unable to pass essential performance testing.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was isolated to the outlet plug not sending power to the charger. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.